Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation and he has also selected an implant design which is not recommended for the patient's bone quality. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4)- the dentist reported that almost 2 months after dental implant was installed in intraoral region #13, its non-osseointegration was observed. Thirty 0ncm of primary stability was achieved and the patient presented bone type iii. In addition, the perforation of the sinus membrane has occurred during surgery.